Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use in patient, when inserting this fogarty catheter through the guidewire, the balloon broke leaving the guidewire exposed ((B)(4)). The catheter was replaced with three other consecutive catheters from same lot number but the issue remained in all of them ((B)(4)). Finally, replacing the device with a fourth one, the issue was solved. The balloon was tested prior to use and it was fine. User is experienced with the product and the technique. There was no allegation of patient injury. Patient demographics were requested, but were not available. Follow up has started for device return.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use in patient, when inserting this fogarty catheter through the guidewire, the balloon broke leaving the guidewire exposed (medwatch reference # 11388). The catheter was replaced with three other consecutive catheters from same lot number but the issue remained in all of them (medwatch references # 11389, # 11390, # 11391). Finally, replacing the device with a fourth one, the issue was solved. The balloon was tested prior to use and it was fine. User is experienced with the product and the technique. There was no allegation of patient injury. Patient demographics were requested, but were not available. Follow up has started for device return.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of broken balloon was confirmed. The balloon was found to be ruptured and the rupture edges appeared to match up. No other visible damage or abnormality was observed from windings or catheter body. Further investigation was performed by the engineers at the manufacturing site. Balloon inspections are performed as part of the manufacturing process. According to the instructions for use (IFU), balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures; and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter according to the provided specification table. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. On the other hand, event description was updated to include the following statement "finally, replacing the device with a fifth one, the issue was solved.".